Event description:
As reported to coloplast though not verified, patient was implanted with novasilk mesh. Later the patient experienced urinary retention, dyspareunia, scarring and urinary incontinence. Premarin cream and dilators were prescribed due to reports of difficulty with intercourse and examination showed atrophic vaginitis. No explant procedure was reported.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report. (B)(4). Device not returned.